Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, a new cartridge was loaded, and insulin delivery was resumed. The customer experienced a blood glucose (bg) level between 413 mg/dl and a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Bg was addressed via a manual injection.